Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated 129 power on resets occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset, the date was incorrectly displayed and all detections were off. It was noted that the device may have reached end of service (eos). The icm remains in use. No patient complications have been reported as a result of this event.